Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported screw loosened in the patients mouth. It was removed and replaced with a healing abutment until they receive the replacement screw. Tooth location unknown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One (1) certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified no damage/malfunction. Functional testing verified the screw engaged and retain with in-house implant as intended. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site, and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (1234945). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234945) for similar events and no other complaint was identified. Therefore, based on the available information device malfunction did not occur. Additionally, the reported event could not be verified as the exact details of event were non-verifiable.